Event description:
It was reported that faradrive steerable sheath clear selected for pulmonary vein isolation procedure. Air ingress was noted after isolation of the right pulmonary vein. Aspiration was performed using the farawave inserted into the sheath and more than 15 cc of air was drawn from the port or valve side. As a result the device was replaced. Procedure was completed successfully by using another of the same device. Patient information is not available. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Update to b5:describe event or problem.

Event description:
It was reported that faradrive steerable sheath clear selected for pulmonary vein isolation procedure. Air ingress was noted after isolation of the right pulmonary vein. Aspiration was performed using the farawave inserted into the sheath and more than 15 cc of air was drawn from the port or valve side. As a result the device was replaced. Procedure was completed successfully by using another of the same device. Patient information is not available. The device is not expected to return for analysis. It was further reported that no abnormalities were noted during the preparation. Farawave was inside the sheath at the time air was observed. Irrigation was performed using a pump at a flow rate of20cc/h. It was in a position of the guidewire where the tip was aligned when the farawave was inserted into the sheath. Air was confirmed in the syringe by aspiration and unknown air was seen in patient.